Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided. PMA# is pending approval.

Event description:
A (B)(6) customer ran a blood test on the contour next link 2.4. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The test strip information was not provided and they were not expected to be returned for evaluation. The meter was replaced.